Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer replaced the sodium electrode, performed normal maintenance, and ran quality controls which were acceptable. The customer then ran patient samples and reported out the results. Due to the results being lower than expected, the doctors asked for the samples to be repeated. The samples were repeated on the c111 and/or a cobas 6000 c (501) module in another laboratory. The customer stated the repeat sodium results were 8 to 12 meq/l higher. Data was only provided for three patient samples. Patient 1 initial sodium result was 112 meq/l and the repeat result on the cobas c501 was 120 meq/l. Patient 2 initial sodium result was 130 mmol/l, repeat result was 129 mmol/l and result from the cobas c501 was 143.00 meq/l. The initial potassium result was 4.87 mmol/l, repeat result was 4.87 mmol/l and result from the cobas c501 was 5.36 meq/l. Patient 3 initial sodium result was 126 mmol/l, repeat result was 127 mmol/l and result from the cobas c501 was 138.00 meq/l. There was no allegation of an adverse event. The sodium electrode lot number was 21570248. The expiration date was requested but was not provided. The potassium electrode lot number and expiration date were requested but were not provided. Review of the calibration with the new sodium electrode found the slope was low. It was suspected the electrode was not fully conditioned with patient serum prior to the calibration. A specific root cause could not be determined. Follow up with the customer confirmed the performance of the analyzer became acceptable after some patient samples were tested on the analyzer which may have sufficiently conditioned the electrode.